Event description:
N/a.

Manufacturer narrative:
An iab service technician log was provided by the facility. The log shows record of the alarms. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, the reported leak could not be confirmed. Based on the provided log, the reported alarms were confirmed. However, we were unable to confirm or determine a root cause for the reported failure. Reference complaint # (B)(4).

Event description:
It was reported that after less than 24 hours of therapy, the intra-aortic balloon (iab) stopped working for no apparent reason according to the doctor. A new iab was inserted with meticulous placement. Consequently, the second iab ruptured with blood backing up to the cardiosave intra-aortic balloon pump (iabp). Service logs from the iabp indicated that catheter restriction and gas loss in iab circuit alarms were generated. There was no patient harm or adverse event reported. This record is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00358. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-02388.

Manufacturer narrative:
Complete reporter name: (B)(6). Additional email address: (B)(6). Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.